Event description:
It was reported that the ventricular lead exhibited low impedance, noise, loss of sensing, and loss of capture. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition prior to and following the procedure.

Manufacturer narrative:
.